Event description:
Customer reported that on three separate occasions the transmitter for her freestyle navigator continuous monitoring system fell off and the sensors (all from the same lot) she was wearing also became dislodged. She further reported experiencing two medical events. In 2009, customer experienced a loss of consciousness and a seizure. Customer was given a glucagon injection by her sister. In the next day, she experienced another loss of consciousness and a seizure while at work. Paramedics were called and they administered an intravenous infusion of dextrose and a glucagon injection. Customer does not recall experiencing any symptoms preceding the events. There was no indication of any problems associated with the freestyle built-in meter. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.